Manufacturer narrative:
The unit had all operating currents within specifications and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit did not have any excessive no delivery alarms, no unlocked lcd keypad connector, or drive support cap anomaly. The unit had intermittent buttons due to a flattened express button, esc, and act buttons. The unit had a minor scratched lcd window.(B)(4)

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level at the time of admission was 400 mg/dl, but was 234 mg/dl at the time of call. The customer's symptom included headaches. The customer tried to treat with a manual injection. The customer was treated in the hospital with fluids. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was elevated blood sugars. The customer had received several no delivery alarms prior to the event and reported that the drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.